Event description:
Pump was reported to overinfuse during use on a pt. The pump was set to infuse an unknown size bag of standard IV solution at 80ml/hr and 1000ml infused in 2 hrs. No pt injury resulted and no medical intervention was required.